Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation and investigation is in process. Once the investigation is completed, a supplemental medwatch will be filed accordingly.

Event description:
It was reported that the device was cutting thick and thin. There was no harm reported, and the graft was useable. There was no delay associated with the event. No adverse events were reported as a result of this malfunction.

Event description:
No additional event information was received.

Manufacturer narrative:
The device history record and previous repair record for zimmer electric dermatome serial number (B)(4) was reviewed and noted no related non-conformances or any other issues with manufacturing. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. Using the machine-repair reports and the repair sites folders on livelink to query for all repairs on serial number (B)(4) prior to 8 october 2018, the device was noted to have been previously repaired ten times, the last repair being for preventative maintenance on 19 july 2018. The reported event was confirmed by the service technician who evaluated the device and performed the repair. On 8 october 2018, it was reported from the university of washington medical center that a dermatome was cutting thick and thin. The customer returned a zimmer electric dermatome serial number (B)(4) with all four of its width plates for evaluation. Evaluation of the device occurred on 15 october 2018 and noted that the 2" and 3" width plates did not fit properly on the device. The technician noted that the calibration on the dermatome was within specifications and that the motor was within motor speed specification abet on the low end. Repair of the device occurred on 16 october 2018 and involved replacing the 2" and 3" width plates, the cord assembly, motor, switch, neck, control bar, and multiple bearings. The technician then recalibrated the device and verified that the dermatome was functioning as intended. The device was then returned to the customer without further incident. The device was tested, inspected, and repaired. While the service technician found that the 2" and 3" width plates did not fit properly onto the device, it cannot be determined from the information provided as to what caused the width plates to not fit properly. Therefore, based on the information provided, a specific root cause cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.